Event description:
It was reported when using the bd vacutainer® edta 2k there was difficulty piercing through the stopper; push back. The following information was provided by the initial reporter. The customer stated: "tubes are easily pushed back during blood collection." The customer is suspecting there may be a defect with the stopper.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-15. H6: investigation summary bd received 11 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, the customer samples along with 90 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was difficulty piercing through the stopper; push back. The following information was provided by the initial reporter. The customer stated: "tubes are easily pushed back during blood collection." The customer is suspecting there may be a defect with the stopper.